Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose was 336 mg/dl. Troubleshooting was done. The customer stated that insulin was able to exit the tubing. The customer was able to successfully perform a manual prime. Advised the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.